Manufacturer narrative:
No product has been returned and no lot info provided. The treating practitioner indicated the event was not directly related to a specific product. Based on available info, no causal factor can be determined and no conclusion can be drawn. Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
An email message was received dated 3/7/07 from a pt reporting she experienced eye redness and sensitivity to light (2007). She went to an eye center and was told she had an infection. Pt notes use of renu multiplus multi-purpose solution. Subsequently, medical documentation was received: physician reports pt presented with complaints of red, painful, watery and photophobic left eye with foreign body sensation. A diagnosis of anterior uveitis os was made. Pt was treated with predforte 1% drops and cyclopleged with 1% cyclopentolate in office. Pt was seen between the event day and one week later, at which time she was considered "recovered".